Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been hearing a high/low tone every four hours. The incoming information indicates the high/low tone meets criteria for suspected right ventricular (rv) lead, lead integrity alert (lia). The rv lead remains in use. No patient complications have been reported as a result of this event.